Event description:
The pump was returned for investigation. Investigation revealed a cracked force sensor flex. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/31/2013 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. The force sensor calibration was found to be within specification. Investigation revealed that the force sensor flex was cracked near the solder joint of the pins.